Manufacturer narrative:
The meters and the respective patient wristbands were requested to be returned for further investigation. The investigation is ongoing.

Event description:
There was an allegation of two instances of a patient mismatch while using the accu-chek inform ii meters. Event 1 (B)(6) 2025): at 11:35 am, a glucose test was performed on patient a (ID (B)(6) using meter (B)(6). Patient a's ID was correctly scanned, and a result of 9.1 mmol/l was obtained on the meter. This result was transmitted and reported under the correct patient ID. At 11:39 am, a glucose test was performed on patient b (ID (B)(6) using meter (B)(6). Patient b's ID was correctly scanned, and a result of 5.5 mmol/l was obtained on the meter. When this result was transmitted, it was somehow tagged to patient a (ID (B)(6). The staff checked the meter and found that the results (9.1 mmol/l and 5.5 mmol/l) were both tagged to patient a (ID (B)(6). No result for patient b (ID (B)(6) could be found on the meter. Event 2 (26-sep-2025): at 7:12 pm, a glucose test was performed on patient c (ID (B)(6) using meter (B)(6). Patient c's ID was correctly scanned, and a result of 12.7 mmol/l was obtained on the meter. This result was transmitted and reported under the correct patient ID. At 7:15 pm, a glucose test was performed on patient d (ID (B)(6) using meter (B)(6). Patient d's ID was correctly scanned, and a result of 6.3 mmol/l was obtained on the meter. When this result was transmitted, it was somehow tagged to patient c (ID (B)(6). The staff checked the meter and found that the results (12.7 mmol/l and 6.3 mmol/l) were both tagged to patient c (ID (B)(6). No result for patient d (ID (B)(6) could be found on the meter.

Manufacturer narrative:
Medwatch field d9 was updated. Meter serial number (B)(6) was received for investigation. The reported issue could not be reproduced during internal testing. All results were correctly tagged to their corresponding patient identifiers. The meter error log did not reveal any relevant information. As the issue could not be replicated, the investigation was unable to determine a specific root cause. No product problem or malfunction was found.